Manufacturer narrative:
At this time, the device has been returned but evaluation is not yet complete. This record will be updated upon completion of evaluation or if additional information becomes available.

Event description:
It was reported that this patient experienced frequent atrial arrhythmias. When the device performed an atrial tachy response (atr) or atrial flutter response (afr), the patient's heart rate would decrease rapidly from approximately 170 beats per minute to 50 beats per minute. It was also noted that there was oversensing of atrial signals on the ventricular channel, resulting in pacing inhibition and pauses of approximately one second in length. The patient was symptomatic with these issues, and experienced several episodes of syncope and a seizure. Boston scientific technical services (ts) discussed programming options, but the physician elected to explant the patient's device and leads and replace them with a new, non-boston scientific system. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
This report is being filed as device evaluation has been completed.